Manufacturer narrative:
Method: the non implanted graft was returned to the manufacturer. The graft was cut in three portions; two portions of the main tube and one portion containing the perfusion branch and a portion of the main tube. The visual examination of the first portion of the main tube (7.5 cm long) evidence no product anomaly and no poor collagen adherence. The second portion of the main tube (9 cm long) has been handled since a portion of 1.5 cm was returned inside out at one extremity of the sample. No visual defect and no poor collagen adherence was evidenced on this portion. In the third portion of the graft, the perfusion branch is intact and at its extremity, it was evidenced on 4.5 cm, a portion that was returned inside out. On this portion, visual examination confirmed collagen peel off areas, due to the significant stretching that was necessary to return this portion of graft. It is believed that the extreme stretching that was applied to the portion of graft to turn it inside out, damaged the collagen coating. The portions of graft that were not significantly stretched evidenced no poor collagen adherence. Results: a review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on a graft coated the same day than the complaint device indicated a value well within product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. Conclusions: no conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product IFU, clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.

Event description:
Physician reported a collagen peel off when the graft was turned inside out during surgery using elephant trunk technique. Graft was not implanted and was returned to the manufacturer. No patient injury was reported.